Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Other - the customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the unit give circuit occlusion error and stops ventilating. The customer reported replacing the patient circuit, exhalation filter, and testing but the issue was not resolved. The issue occurred during testing. There is no patient involvement associated with the event.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.